Manufacturer narrative:
A customer in singapore notified biomérieux of obtaining a misidentification of streptococcus agalactiae as gardnerella vaginalis or parvimonas micra when using the vitek® ms system (reference 410895, serial number# (B)(6)) to test a patient urinary isolate. Investigation fine tuning: according to the vilink alert tool criteria, fine tuning was good during the tests made on 05 sep 2021. A new fine tuning was done the (B)(6) 2021 and results obtained after this fine tuning met specifications. The fine tuning indicators acceptance criteria could be affected by the non-optimal quality of the calibrator spot preparation. In these conditions, it might not reflect the real status of the system. Good fine tuning and good calibrator spot preparation are a prerequisite for monitoring the system with vilink alert tool. Spot preparation quality: the customer¿s spot preparation quality is not optimal. The sample ¿all peaks¿ values are quite heterogeneous, varying between 30 and 74. Knowledge base (kb) review: the expected identification is streptococcus agalactiae which is present in vitek ms kb 3.2. Sample data analysis: according to data provided, the misidentification results were obtained from spectra having a low number of peaks (between 30 to 35) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (30). Moreover, misidentifications were obtained with a low identification score (between -0.4 to 0.29) which is also near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). The test result after a new fine tuning gave the expected identification as streptococcus agalactiae. Conclusion per the investigation information, the customer's issue was due to non-optimal spot preparation. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ 423546) to help with sample spot preparation. Lastly, customer service suggested the customer perform a new fine tuning that ensures all of the mandatory acceptance criteria are met.

Event description:
Intended use: the vitek¿ ms system, reference 410895, is a mass spectrometer using maldi-tof (matrix-assisted laser desorption/ionization-time of flight) technology for the identification of microorganisms cultured from clinical specimens. Description of the issue: a customer in (B)(6) notified biom¿rieux of obtaining a misidentification of streptococcus agalactiae as gardnerella vaginalis or parvimonas micra when using the vitek¿ ms system (reference 410895, serial number# (B)(4)) to test a patient urinary isolate. (B)(6). Reference testing : not specified. There is no indication or report from the laboratory that the misidentification led to any adverse event related to any patient's state of health.